Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Report source: foreign (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 3007963827 - 2018 - 00141, 3007963827 - 2018 - 00142.

Event description:
It was reported that the patient underwent right knee arthroplasty one month post-implantation. Subsequently, the patient developed an infection and was revised. No additional patient consequences were reported.

Manufacturer narrative:
Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device remains implanted. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies relevant to the reported event were found. Per package insert, persona the personalized knee system: pain, swelling and infection are known adverse cause of this procedure. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up is being submitted to relay additional information. Updated: b4, b5, d10, d11, g4, g7, h1, h2, h3, h6, and h10. Corrected: b3. D11-medical product: femur cemented cruciate retaining (cr) standard right size 8, item# 42502606402, lot# 63937996. Tibia cemented 5 degree stemmed right size e, item# 42532007102, lot# 63867045. Visual examination of the returned product found signs of being implanted (scratched/gouged) and the dovetail feature is flared. Medical records were provided and reviewed by a health care professional. Review found slight redness around distal portion of wound with potential for infection. The patient had pain, fluid in knee with redness and heat. Wound debridement and adhesive bandage replacement was performed. Dair performed on suspected deep infection. All test results negative so far, however, we did not receive test results from cultures taken during revision procedure. Change of liner only. Device history record (DHR) review was unable to be performed as the part and lot number of the device involved in the event is unknown. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.